Event description:
Additional information indicated that the patient fell down during the syncope and experienced neurological damage.

Event description:
It was reported that the patient had syncope. Inadequate capture was noted. The lead was replaced and the patient's condition was good after the procedure.

Manufacturer narrative:
(B)(4).